Manufacturer narrative:
The insulin pump had no motor error alarms or unexpected motor position encoder error alarm during testing. The device had all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart alarm, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The motor was tested outside the device and passed. The device had a minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 222 mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer did not troubleshoot and did not send the product back for analysis.